Event description:
Related manufacturer reference number: 2017865-2021-37112. It was reported that a patient presented in-clinic for an unrelated, routine generator change procedure. Upon interrogation prior to the procedure, the patient's right atrial (ra) and right ventricular (rv) leads were both found to have over-sensing of noise. Corrective programming changes were made to correct the noise on both leads. The patient was stable throughout and no patient consequences were reported.